Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia /abnormal bleeding(menorrhagia)") and ovarian cyst ruptured ("ovarian cyst with occasional rupture") in a 35-year-old female patient who had essure (batch no. 626975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunionectomy in 2015. Concurrent conditions included body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) since 2013 and estradiol. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and female sexual dysfunction ("apareunia"). On (B)(6) 2010, the patient experienced migraine ("migraine"), depression ("depression") and anxiety disorder ("anxiety /anxiety disorder"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and abdominal distension ("bloating"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and pelvic fluid collection ("free fluid in pelvis"). On (B)(6) 2010, the patient experienced feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea(cramping)") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding(vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headache") and abdominal pain lower ("lower abdominal pain"). The patient was treated with topiramate (topamax) and surgery (bilateral removal of ovaries, hysterectomy with unilateral salpingectomy - left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst ruptured, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, fatigue, abdominal distension, headache, depression, anxiety disorder, weight increased and pelvic fluid collection outcome was unknown, the migraine had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety disorder, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst ruptured, pelvic fluid collection, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Ultrasound scan vagina on (B)(6) 2008: results: total bilateral occlusion. Essure was properly in place and working correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Reporter's information was added. Event added free fluid in pelvis. Pt updated for event 'anxiety' to 'anxiety disorder'. Updated onset date of events. Lab data updated. Concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ruptured ("ovarian cyst with occasional rupture") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (batch no. 626975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) and estradiol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), vaginal discharge ("vaginal discharge"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2015; hysterectomy with unilateral salpingectomy - left salpingo-oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst ruptured, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, vaginal haemorrhage, vaginal discharge, menorrhagia, female sexual dysfunction, fatigue, abdominal distension, headache, depression, anxiety and weight increased outcome was unknown, the migraine had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst ruptured, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Ultrasound scan vagina - in september 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received:the event menorrhagia, apareunia, fatigue, bloating, migraine, headache, brain fog, depression, anxiety, weight gain, ovarian cyst with occasional rupture, lower abdominal pain added.concurrent condition,concomitant medication,lot number,reporters,events outcome,lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ruptured ("ovarian cyst with occasional rupture") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (batch no. 626975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) and estradiol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), vaginal discharge ("vaginal discharge"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2015; hysterectomy with unilateral salpingectomy - left salpingo-oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst ruptured, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, vaginal haemorrhage, vaginal discharge, menorrhagia, female sexual dysfunction, fatigue, abdominal distension, headache, depression, anxiety and weight increased outcome was unknown, the migraine had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst ruptured, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.